Event description:
It was reported that during a scheduled follow-up, the rv (right ventricular) pacing impedance had decreased and the threshold increased. The lead was capped and replaced. No patient complications were reported as a result of this event and the patient status was reported to be good.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory. Evaluation summary: no anomalies found; full lead in segments returned and analyzed.